Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture at high outputs. Possible lead fracture however, fracture was not visible on fluoro. The lead was capped and replaced on (B)(6) 2025. The patient is in stable condition.